Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after an arthroscopy procedure with a regeneten device, the patient experienced an ongoing shoulder pain. A three month scan showed large cuff tear/atrophy and degeneration. The patient underwent an aspiration to check for infection; the fluid was clear and not turbid, not suspicious for infection. Patient had a suprascapular nerve block in clinic to help with pain and it was referred to pain management team for series of suprascapular nerve blocks. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).